Event description:
The doctor stated that they placed a medpor 7mmm two piece chin that would not stay together. The doctor stated that they stitched the two pieces together but the implant continued to slip. The doctor informed company that three days after the surgery, the doctor and the patient were not satisfied with the look of the chin and the doctor removed the implant. The doctor stated that the patient's surgery to remove the implant was successful.